Event description:
The pt reportedly developed a large hematoma over the implant site. The pt underwent a surgery to drain the hematoma. The pt was recommended a period of non-use for three to four weeks. It was reported that the pt has been cleared to resume use of the device.